Event description:
It was reported that during an unspecified procedure that patient had chest pain and st elevation. The physician used a filterwire and placed a non bsc stent without incident. There was no debris in the filterwire when it was removed and inspected. An hour or so later the patient developed chest pain and st elevation from delayed distal embolization of the debris from the saphenous vein graft. Patient status is unknown. Additional information has been requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).